Event description:
Customer reported an rh discrepancy on a patient sample tested on both galileos. The sample tested o negative on the aborh assay with anti-d4 and anti-d5 (same lots used on both galileos) .

Manufacturer narrative:
Aborh testing was performed on an in-house galileo with donor samples of various abo and rh types and customer's returned sample, using retention anti-d series 4, lot 504697, and anti-d series 5, lot 505548. No rh discrepancies were observed; in-house donor samples typed as expected. The customer's sample was interpreted as group o, rh positive. Aborh testing was also performed on an in-house galileo with donor samples of various abo and rh types and the customer's sample using returned anti-d series 4, lot 504697, and anti-d series 5, lot 505548. No rh discrepancies were observed. The customer's sample was interpreted as group o, rh positive. Hemagglutination tube testing performed with the customer's returned sample using returned anti-d series 4, lot 504697, and anti-d series 5, lot 505548. Sample was 1+s with anti-d series 4 and 1+ with anti-d series 5 at is when resuspended in parallel with monoclonal control. The complaint appears to be related to the nature of the sample.